Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v649834, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported the patient was in the hospital for a respiratory infection, urinary tract infection, and more dystonia symptoms. The patient's indication for use is dystonia and movement disorders. No interventions or troubleshooting was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.